Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from non-fasting back to back blood tests of 442 and 384 mg/dl. The customer's expected non-fasting blood glucose test result range is 206 - 301 mg/dl. The customer's expected fasting range is 165 - 205 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 442 mg/dl and 384 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (memory only has four results): the 384mg/dl (B)(6) 2016 01:53 pm fasting:no, the 442mg/dl (B)(6) 2016 01:52 pm fasting:no, the 386mg/dl (B)(6) 2016 03:19 pm fasting:no, the 401mg/dl (B)(6) 2016 03:17 pm fasting:no. Memory concerns:442mg/dl and 384mg/dl. Customers normal non-fasting range is 206-301mg/dl. Customer also states his normal fasting range is 165-205mg/dl.